Manufacturer narrative:
(B)(4). The device was evaluated by a certified 3rd party service technician. The service technician completed the calibration, general checkout, performance, power, and 12 hour burn-in testing to check the ventilators functionality. It was found that the oxygen blender needed to be replaced. The service technician replaced the oxygen blender. The suspect component is not available from the 3rd party service technician. (B)(4).

Event description:
The customer reported that the oxygen level is not accurate on the unit. The customer stated that this problem was found during a routine ventilator check and that there was no patient involvement/harm.